Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date after the onset the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient was still hospitalized. The action taken with dianeal and extraneal therapies was not reported. Additional information was requested but is not available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The exact date of occurrence is unknown, however it was reported that the event occurred in (B)(6) 2014. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).